Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that there was an broken air filter. There is no patient involvement. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #:(B)(4).

Manufacturer narrative:
The ventilator was investigated on site by third part service and the o2 gas module, the plug and play back plain, the dc/dc & standard connectors and the diss air filer were replaced. The ventilator was tested and returned to the user. The replaced parts were discarded by the customer. No device logs have been received. Similar events with the diss air filer has concluded a leakage. A leakage in the diss air filter (water trap) on the inspiratory side of the ventilator causes a reduced gas supply pressure to the ventilator. Visible and audible alarms such as low gas supply pressure will be generated when the gas supply is insufficient to support ventilation. As no parts or device logs were returned for investigation, the cause of the reported failure could not be determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: (B)(4). Getinge USA sales, llc (B)(4). Contact person: (B)(6).